Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. A clinical application specialist visited site and reviewed the images post treatment. Also discussed possibility of patient movement during treatment of capsulotomy with surgeon and operator. Surgeon completed seven additional cases on 4/6/26 after the patient incident with capsular tear. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a capsule tear occurred on patient's left eye. Surgeon stated that the tear was noticed after the lens fragment removal and it appeared to start anteriorly and went half way posteriorly on left eye starting at 2 o'clock superiorly. Surgeon stated she implanted a three piece intraocular lens (iol) due to the nature of the noticeable tear instead of planned iol. Through follow up it was learned that post-operatively patient's vision is stable. No additional information was provided.